Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer's wife called and asked for replacement insulin pump to be sent overnight as her husband's insulin pump malfunctioned and they went to his doctor yesterday and was told to ask for a replacement insulin pump because his insulin pump doesn't work anymore. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).